Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a single patient was not showing in 5c. A technical support specialist (tss) dialed into station 5c. Then the tss searched for the patient using details from electronic protected health information (ephi), there the patient profile was not visible on 5c. So, the tss accessed the server via securelink, there the tss received notification ¿this gatekeeper already has a pending access request.¿ then the tss assess the server via remote support service (rss), then dialed into server. Then navigated to patient encounter system (pes), there the patient profile found with admission date/time: 10/12 / 22:52 and the server time was 04:24 and the admission time was ahead of current server time, causing the profile to not appear on 5c. Then the tss checked the device settings for 5c, there the tss found ¿show preadmission¿ option was unticked. So, the tss contacted the customer and explained the issue and the cause. After that the customer granted permission to enable ¿show preadmission¿. After enabling, the patient profile became visible on 5c. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the single patient profile was not displayed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.